Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
2 x broken attune ps rp articulating surfaces (both size 6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Examination of the returned device confirmed the smaller balseal post component was sheared off. The broken post fragment was not returned. The instrument was also cracked along the condyle adjacent to the larger post. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.